Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. Explant method: intravascular, superior technique/tools: sheath(s), laser sheath no complications.